Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device exhibited a calibration problem. There was no reported patient involvement. The fse evaluated the device onsite and determined the device failed to calibrate the nibp (non-invasive blood pressure) and co2. The fse successfully recalibrated the device, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a calibration issue. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse recalibrated the device to resolve the issue. The device passed all functional testing and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.